Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the ipg was replaced, resolving the low impedances. No intervention was done on the lead.

Event description:
It was reported that the patient's lead has low impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.